Manufacturer narrative:
An investigation of the reported condition was performed. The review of device history record (DHR) indicates that no issues were found for the manufacturing lot. The review of maintenance and calibration records and machine set up showed that there were no issues. All scheduled maintenance and calibration activities were completed on time. With the reported condition of the product, there were no process or material changes that have occurred. The samples have been misplaced and cannot be located, so the exact quantity returned is unknown. Binding tape was not provided with the samples. The reported condition is confirmed. The most probable root cause may be the scale challenge for weight count which was not set up correctly on the autobander equipment. The added variables such as material variances could have contributed to a weight failure for the scale on the autobanders. As the product originates from one manufacturing site and gets distributed to the other site where it is used, it is also possible that sponges could have been lost during the distribution process. Prior to lot release the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Counts are performed as part of the inspection criteria for in-process. This evaluation was performed at an increased sample size for miscounts. Two corrective actions and preventive action plans were being implemented. One to address the miscount complaints for the reported product. During this process, the off line banding equipment was discontinued. Reversal of the autobander trays were performed to tighten the bands. The second corrective action and preventive action has been opened to optimize the autobander process in which a pfmea has been updated to include this complaint code and identify the occurrence. A rotation of stacked sponges will be removed from the process and validation activities will be performed. This information will be utilized for trending purposes to determine the need for additional corrective actions. Finished goods testing is being performed at a heightened level for products packaged using banded 10¿s for miscount. This heightened testing is performed to ensure containment for the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. The customer reports the sponge count is wrong. It should be 10, but had 11 count.